Event description:
Patient presented to the doctor with left eye pain and was diagnosed with a central corneal ulcer. Patient was treated with vigamox for ten days and recovered. There was no permanent decrease in visual acuity. A culture was not performed. The treating doctor did not relate event to a specific product but noted that the impression was contact lens over wear. Patient had slept in the contact lenses two days prior to event.

Manufacturer narrative:
The product was not returned for evaluation. A review of the lot device history records show that all requirements were met. Doctor related event to possible contact lens over wear. Based on all the information, no casual factors can be determined and no conclusion can be drawn.